Manufacturer narrative:
Information was missing in the initial report. The correct information has been provided with this report. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. Customer reported the alarms caused the customer to be hospitalized. Customer's blood glucose was 18.2 mmol/l at the time of hospitalization. The customer stated they were wearing the insulin pump at the time of hospitalization. Customer also reported they were hospitalized for two days. The customer was treated with the insulin pen at the hospital. Customer also reported a crack around the reservoir compartment. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.